Event description:
Medtronic received a report that the axium prime coil could not be detached. The patient was undergoing treatment for an arteriovenous malformation/fistula. The lesion was located in the functional area of the brain (eloquent area). The patient's blood flow was normal, and the vessel tortuosity was moderate. It was reported that three detachment attempts were made with the instant detacher, and no manual attempts had been made. There were no issues with the instant detacher. The coil was replaced, and the patient did not experience any injury. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the axium prime was returned for analysis. The actuator interface was found securely attached to the coupler tube. There is no evidence of detachment attempts using an instant detacher at this location. The break indicator was found intact. There is no evidence of manual detachment at this location. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found stretched with the polypropylene filament intact. The axium prime implant coil failed to detach using an in-house instant detacher or by breaking the break indicator and retracting the release wire as the release wire was found stuck. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no issues and no resistance encountered. No other damages or anomalies were found with the returned device. Based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the blood found within the lumen stop and under the ptfe shrink tubing causing the coin to become stuck within the lumen stop. The implant coil was found stretched, which did not contribute towards the non-detachment. Possible causes for coil stretching are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances coil against resistance, incompatible catheter or damage during return shipping as the device was returned outside of its protective introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no pushwire damage observed after removal from the patient. There were no issues prior to the coil non-detachment, and the cause of the event was not determined.